Event description:
The customer reported intermittent loss of the live fluoroscopic image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The work station pcb's and power supplies were evaluated during the service call. The system was tested and found to be working as intended and put back into service.